Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: failure to deploy - clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after thumb advancer deployment, "the clip would not fire." Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.